Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).

Event description:
The customer contact reported, the clave port remained in the open position; subsequently, blood loss was noted. The removable clave port of the tubing set was being accessed with an unspecified syringe to draw blood. Upon removing the syringe from the clave port at the completion of the blood draw, the customer contact reported, the silicone sleeve of the clave port remained depressed and droplets of blood were noted on the clave port. The removable clave port was replaced with an unspecified microclave port and the tubing set remained in clinical use. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional information was provided.